Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the damage to the insulation insert on the ceramic tip was caused by thermal induced impact, wear and tear, improper handling, or mechanical overload like a fall, shock or similar stress. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: ¿4 before use warning, infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. During the device evaluation, it was discovered that the ceramic tip was completely detached. The laser mark was partially rusted and peeled. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the ceramic tip on his olympus resection sheath was found loose during device reprocessing. This event had no patient involvement.